Manufacturer narrative:
(B)(4)

Event description:
Pentax medical was made aware of a complaint on 28-apr-2021 that occurred in the united states. The reported complaint that the elevator body fine needle aspiration needle "comes out from the side and not through the groove when the "ultrasound" option is selected." The reported event timing and location is unknown. The reported complaint involved pentax medical video ultrasound gastroscope, model eg-3870utk, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The customer owned endoscope was received by pentax medical for evaluation on 05-may-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the elevator body fna needle is coming out not aligned as well as the following inspection findings on 10-may-2021: distal body with ultrasound transducer broken, failed dry leak test, wet leak test not performed unit compromised, pve electrical connector frame mild corrosion, fluid invasion not observed in control body, suction function not performed unit compromised, bending rubber pinhole, a/w delivery function test not performed - unit compromised, improper packing caused damage to endoscope. The device underwent repairs including the following components: distal end w/ccd-m & us pb-free/nt, bending rubber, eus-70k series cardboard scope case. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 31-mar-2017. The endoscope is awaiting repair and approved by final qc as 09-jun-2021. The investigation in in-process.